Event description:
The mother of an 18 year old called to report that after he had been treated for several weeks, on (B)(6) 2022 after his 10th treatment, he was found at his high school parking lot in his car convulsing by a passerby. The seizure occured more than 12 hours after the last treatment. Ems was called and he was taken to an emergency room for treatment. He was released the same day and reported to have bitten his lip during the seizure. The treating psychiatrist was reported to say that he did not think the seizure was caused by the tms treatment and referred the patient to a neurologist who deemed the patient to be neurologically stable. The patient was also supposed to have an MRI before continuing tms treatment. However, it could not be confirmed by the patient's mother or treating physician if he had the MRI. The treating physician has not heard from the patient as of (B)(6) 2022.

Manufacturer narrative:
The patient treated with tms was diagnosed with autism which may have lowered his seizure threshold. Seizure disorders and epilepsy are frequently reported comorbidities in individuals with autism spectrum disorder. Additionally, two of the medications the patient was taking at the time of tms treatment indicate seizure as a potential side-effect potentially further lowering his seizure threshold.